Event description:
It was reported the insulin pump alarmed during prime and insulin was squirting out. Customer's blood glucose was 8.1mmol/l. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Unable to prime during prime alarm test due to moisture damage noted in force sensor resister. No prime alarms noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.